Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 03/18/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the display screen was dim and discolored. Unrelated to these issues, the keypad cover was peeling. (B)(6).